Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call, the insulin pump wasn't responding properly. Sometimes it delivers the basal rates properly and at other times it didn't. He mentioned the customer tracking the insulin, at one point it had 151 units, bolus 3 units, and by 8 pm it had 145 units and she hadn't delivered any. It was determined the device had been delivering increments of insulin of 0.55 units through the time mentioned. He stated the customer also was experiencing low blood glucose since (B)(6) 2015. On (B)(6) 2015, she had a low of 30 mg/dl and she treated with food. Troubleshooting was performed and no anomalies were noted. The customer's spouse was advised to monitor the device and to call if issues continued. Customer's spouse mentioned the customer's blood glucose has been ranging between 30 to 400 mg/dl. The insulin pump is not being returned for analysis.